Manufacturer narrative:
(B)(4)

Event description:
It was reported that the foot pedal cannot deactivate rf delivery. A maestro 4000 foot pedal was selected for use. However, it was noted that foot pedal was not deactivating the rf delivery when released. No patient involvement were reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. Two of the feet are missing from the foot guard. No damage to cord¿s insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal¿s strain reliefs. No issues observed. The investigation conclusion is design specification as the device problem was traced back to the design specifications. It was determined that it was caused by a software issue in the maestro 4000 controller. (B)(4).

Event description:
It was reported that the foot pedal cannot deactivate rf delivery. A maestro 4000 foot pedal was selected for use. However, it was noted that foot pedal was not deactivating the rf delivery when released. No patient involvement were reported.